Event description:
Initial reporter indicated that they had a vns patient that was "having some kind of reaction and they wanted to know if it was from a different generator." In 2008, the patient had battery change and reported the patient fell and that "he broke his new battery," the vns was functioning but the leads were now prominent. The patient had a course of antibiotics and it has not resolved the issue. The patient had an abscess where the leads are connected to the nerve and now has redness and irritation at the generator site. It was additionally reported that the generator looked as it if had migrated in the pocket. The patient will have another course of antibiotics with a different antibiotic. Good faith attempts are being made for additional details about the reported events.